Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci vessel sealer extend (vse) to perform failure analysis. The vse was analyzed and the complaint regarding tissue was getting caught in the edge of the vse instrument where the shaft meets the bipolar was not confirmed by failure analysis. No physical damage was observed at the wrist assembly. No dislodged component was seen. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully at various angles. The knife cut cleanly through test strip paper. The knife edges were not damaged. The cut test passed. Energy activation test was then conducted on system. Wet paper towel was held between grips and began to smoke when energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. No errors/issues occurred during in house testing. Review of logs did not find any errors. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported, that tissue got caught in the instrument's wrist. Medical intervention may be required in the event that an moving instrument mechanism within an instrument entraps tissue and causes damage. At this time, it is unknown what caused the device entrapment issue to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported, during a da vinci-assisted surgical procedure, customer reports, tissue was getting caught in the edge of the vessel sealer extend (vse) instrument where the shaft meets the bipolar. The surgeon was concerned about bowel getting caught and requested a new vse instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no reported injury.